Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the superficial femoral artery (sfa). A 3.0 x100, 135cm charger¿ balloon catheter was advanced to dilate the lesion. During the first inflation at 7 atmospheres, a pinhole leak was noted. The physician removed the device and placed another 3.0x60 charger¿ balloon catheter and the procedure was completed. No patient complications were reported and the patient's status fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device indicated that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. An examination of the balloon identified a build-up of blood inside the balloon. This blood is consistent with a leak having occurred in the device. No tears were visible in the balloon material. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole leak was identified. The pinhole was located at 17mm proximal to proximal edge of the distal markerband. A microscopic examination of the leak site could not identify any issues which contributed to the leak. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the superficial femoral artery (sfa). A 3.0 x100, 135cm charger¿ balloon catheter was advanced to dilate the lesion. During the first inflation at 7 atmospheres, a pinhole leak was noted. The physician removed the device and placed another 3.0x60 charger¿ balloon catheter and the procedure was completed. No patient complications were reported and the patient's status fine.

Manufacturer narrative:
(B)(4).